Manufacturer narrative:
Occupation is patient/consumer. The case has been sent to the manufacturer for investigation. The investigation is ongoing.

Event description:
The consumer alleged a discrepant positive result with the covid-19 at-home test compared to pcr. On (B)(6) 2022 at approximately 10:00 am the consumer ran the covid-19 at-home test and the result was positive. On (B)(6) 2022 at 7:00 pm the consumer had a rapid pcr test (swab method) performed at (B)(6) hospital and the result was negative. On (B)(6) 2022, the consumer performed another covid-19 at-home test and the result was positive. The time this test was taken was not provided, only that it was taken after the consumer took the pcr test that day. On (B)(6) 2022 at 7:30 pm the consumer performed another covid-19 at-home test and the result was positive. On (B)(6) 2022 the consumer performed 2 at-home tests from another manufacturer (ihealth) and the results were negative. The consumer stated she was feeling bad with a sore throat on (B)(6) 2022, and her sore throat persisted through (B)(6) 2022. No other information can be provided. No additional information about treatment and outcome was provided.

Manufacturer narrative:
Potential causes of sample deviation and poor reproducibility can be due to mucous membranes present in the nose, mucin and iga act as a bridge between capture and detector, which may cause non-specificity. In general, the rapid ag test result should not be the sole basis for the diagnosis; depending on the situation confirmatory testing is required (pcr).